Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with their sensors. The customer states the sensor alarmed for sensor error. The customer's blood glucose level was 600mg/dl. The customer treated with manual injection. Troubleshoot was conducted and the sensor was noted to be bent to the side. The customer was advised the sensor would be replaced and returned.